Event description:
As reported, a laparoscopic incisional hernia repair was performed on (B)(6) 2025. During this procedure, the optifix straight fixation device deployed a broken fastener. It was reported that the device got jammed while firing, and only a partial fastener was deployed when an attempt was made to fixate again. The procedure was completed successfully using a new optifix fixation device. There was no patient injury.

Manufacturer narrative:
As reported the optifix straight fixation device deployed broken fasteners. Evaluation of the sample finds for bent guide wire and backup tabs. Broken fasteners deploying in use are known result of the found bent components. The components are found to be bent from applied forces while in use. No manufacturing anomalies were found. A review of the manufacturing records was performed and found the lot was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of 525 units. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for successful fastener delivery. The precautions section of IFU states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue" note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.